Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". The patient's medical history included parity 2. Concurrent conditions included overweight and joint pain. Concomitant products included cetirizine hydrochloride (zyrtec hives relief), loratadine;pseudoephedrine sulfate (claritin-d) and vitamin d nos (vitamin d). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and inflammation ("inflammation"). In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), mood swings ("mood swings/mood changes"), mood altered ("hormonal changes describe:mood changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), hypoaesthesia ("numbness in legs"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision"), abdominal pain ("abdominal pain") and back pain ("low back pain") and was found to have weight increased ("weight gain"). In 2014, the patient experienced muckle-wells syndrome ("autoimmune disorder-muckle-wells syndrome") and fatigue ("fatigue"). In 2015, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract infection ("chronic urinary tract infections/uti"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). In (B)(6) 2018, the patient experienced dermatitis ("dermatitis"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), urticaria ("rashes or skin conditions type: uticaria/hives") and arthralgia ("joint pain"). The patient was treated with surgery (laparoscopic removal of essure leaving tubes in situ). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, muckle-wells syndrome, dysmenorrhoea, dyspareunia, fatigue, alopecia, mood swings, mood altered, migraine, headache, nausea, hypoaesthesia, allergy to metals, depression, urticaria, vaginal discharge, vision blurred, weight increased, urinary tract infection, dermatitis, abdominal pain, back pain, inflammation, anxiety and arthralgia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, dermatitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, heavy menstrual bleeding, hypoaesthesia, inflammation, migraine, mood altered, mood swings, muckle-wells syndrome, nausea, pelvic pain, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date in previous version it is given as (B)(6) 2012, now it is stated as (B)(6) 2013. Current weight 173 lbs. Date leave began: (B)(6) 2014. Date leave ended:(B)(6) 2014. Date leave began: (B)(6) 2016. Date leave ended: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". The patient's medical history included parity 2. Concurrent conditions included overweight and joint pain. Concomitant products included (), cetirizine hydrochloride (zyrtec hives relief), loratadine;pseudoephedrine sulfate (claritin-d) and vitamin d nos (vitamin d). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and inflammation ("inflammation"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), mood swings ("mood swings/mood changes"), mood altered ("hormonal changes describe:mood changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), hypoaesthesia ("numbness in legs"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision"), abdominal pain ("abdominal pain") and back pain ("low back pain") and was found to have weight increased ("weight gain"). In 2014, the patient experienced muckle-wells syndrome ("autoimmune disorder-muckle-wells syndrome") and fatigue ("fatigue"). In 2015, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract infection ("chronic urinary tract infections/uti"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). In (B)(6) 2018, the patient experienced dermatitis ("dermatitis"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), urticaria ("rashes or skin conditions type: uticaria/hives") and arthralgia ("joint pain"). The patient was treated with surgery (laparoscopic removal of essure leaving tubes in situ,salpingectomy.). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, muckle-wells syndrome, dysmenorrhoea, dyspareunia, fatigue, alopecia, mood swings, mood altered, migraine, headache, nausea, hypoaesthesia, allergy to metals, depression, urticaria, vaginal discharge, vision blurred, weight increased, urinary tract infection, dermatitis, abdominal pain, back pain, inflammation, anxiety and arthralgia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, dermatitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, heavy menstrual bleeding, hypoaesthesia, inflammation, migraine, mood altered, mood swings, muckle-wells syndrome, nausea, pelvic pain, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date in previous version it is given as ??-???-2012, now it is stated as (B)(6) 2013. Current weight (B)(6). Date leave began: (B)(6) 2014. Date leave ended: (B)(6) 2014. Date leave began: (B)(6) 2016. Date leave ended: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-oct-2021: mr received. Case became serious incident. Essure removal details, medical history and reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.